Event description:
Healthcare professional reported the patient had rheumatic heart disease with stenosis and a very small arotic root. After implant, the disc failed to open completely regardless of several attempts of reorientation. No cause for the impingement was identified. Surgeon removed the valve and replaced it. The patient went to ICU but expired 3 days later from multiple organ failure.